Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was ordered for replacement to resolve the issue. No patient information provided to date after calls to customer 02/28/23 and 03/01/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, the breathing system replaced, and case completed. There was no patient injury.